Event description:
It has been reported to us that the occlusion balloon wire separated resulting in the occlusion balloon deflating during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted and deployed a stent. The physician attempted to advance the aspiration catheter and the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician removed the device from the patient and continued the case without distal protection. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.